Event description:
I had surgery for my hernia. They placed proceed mesh inside to correct the hernia. After the surgery had healed, I noticed that the area where the mesh was very sore. I thought maybe it needed more time to heal. One year later it was not better. I saw the doctor who did the surgery and she suggested that I work out the area to build the muscle. I did this. This didn't work. In fact, as I worked out I would hear a weird water like sound coming from my stomach. I don't know what it was I thought maybe it was just from drinking water. She checked me and said there was nothing wrong with the surgery so I just thought this is normal and maybe with more time it would correct itself. I asked her as I planned on having more children prior to my surgery, if the mesh would prevent me from stretching during pregnancy. She told me no. I had my third child in (B)(6) of 2014, after the recommended healing time I began to work out. It was extremely painful in the area where the mesh was. So I was limited to what I could do. In (B)(6) of 2017 I had my third child. On (B)(6) I decided to start working out. I started with some yoga. It is so painful to even stretch in the area. I will go and see the doctor, but something is wrong. I am not sure if its the mesh or the surgery, but something is wrong.